Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in performing a pump reset, after which the error did not reappear, allowing the customer to successfully start their sensor session.